Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from below 20-30 mg/dl. Customer manually suspended insulin delivery and used glucose gel to address bg level. Reportedly, the pump carbohydrate ratio setting needed to be adjusted. Recommendation was made to consult with a healthcare provider to discuss diabetes management.